Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 623 mg/dl a manual injection was administered to address bg level. The customer was instructed to perform a pump reset, but the customer declined additional troubleshooting with tandem technical support.